Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital polic. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal suture separated. When the angio-seal device was pulled back until the snap locked and was withdrawn, the angio-seal device fully came out without the anchor being locked. Upon inspection of the angio-seal device after removal from the patient, it was found that the suture was separated and there was no anchor attached to the device. There was no blood leakage from the puncture site, manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There did not appear to be any significant resistance to the device during the procedure. As the dorsalis pedis pulse could be felt in the punctured right foot, an ultrasonography examination was planned the next day to confirm the puncture site. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was the right common femoral artery. It is unknow whether the puncture site was distal of proximal to the inguinal ligament. The vessel diameter is unknown. It is unknown if there was any health damage for the patient. The event occurred intra-operative. Estimated blood loss was 250cc. There were no other devices or equipment used with the reported product. The patient was not injured, medical or surgical intervention was not required. Additional information was received on (B)(6), 2023: ultrasonography of the puncture site revealed no anchor-like object. Ultrasonography of the peripheral part of the punctured lower extremity revealed normal blood flow. The patient is in stable condition with no adverse health effects by the described event. Therefore, no additional treatment is planned.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The device assembly was found to have been kinked proximal to the sheath hub. The internal components were found to have been deployed, and the collagen, suture, and tamper tube were present. The black compaction marker was found to have been fully visible. The anchor was not present on the device and appeared to have been detached. No other damage or deformation was found on the returned device. The complaint was able to be confirmed for an anchor detachment. The exact root cause was unable to be determined. The likely cause was determined to have been excess tamping resulting in anchor detachment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).